Manufacturer narrative:
A dario representative offered to troubleshoot with the user on the phone, in order to further investigate this issue, however, the user refused to troubleshoot with the dario representative. Therefore, there is not enough information regarding the inaccurate reading, the strips and the meter to investigate. No resolution is available.

Event description:
On december 13th, the user contacted dario to report an inaccurate blood glucose (bg) reading. Due to the inaccurate reading, the user went to his doctor who sent him to perform a laboratory blood work.